Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "male end" of a clearlink continu-flo solution set &#49298;oke off in the female luer connection of the IV extension/lock tubing." This occurred during infusion of insulin. The reporter stated that the set, "saline lock," and insulin bag were replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.